Event description:
A customer reported that blood was leaking in coulter lh750 slidemaker. The leak was contained in the tray. The customer was wearing personal protective equipment, including gloves but no face protection. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The field service engineer replaced worn I-beam tubing on vl20 which provides pressurized diluent to rinse the waste reservoirs and blood dispense lines.root cause is attributed to worn I-beam tubing on vl20. (B)(4).